Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted on (B)(6) 2019; w4tr01 crtp, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture at high outputs, high thresholds and high impedance. The rv lead was initially reprogrammed, then capped and replaced. No patient complications have been reported as a result of this event.